Event description:
T was reported that occlusion alarms occurred. Customer declined troubleshooting from tandem tiechnical support (tts). No additional information was provided. Customer¿s blood glucose level was 252 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.